Manufacturer narrative:
The electrode belt (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. The reported problem (adjust belt messages) has been confirmed. The cause for the failure was isolated to an intermittently open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient was receiving "adjust belt" messages.